Event description:
The customer reported that the collimator on the system would not open completely. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The collimator was replaced and the filaments were calibrated. The system was tested and operates as intended.